Event description:
It was reported that the device exhibited loss of bipolar sensing at maximum sensitivity. Unipolar sensing was re- gained at 3.0 mv. Bipolar impedance was 214 ohms, unipolar impedance was 221 ohms. The device was programmed to the unipolar configuration. Less than one month later, the patient admitted to the hospital feeling lightheaded. No capture was seen on surface ecgs.